Manufacturer narrative:
The device was returned for analysis. The reported thumb advancer advancement issue was confirmed based on the returned device condition. The reported carving was confirmed as a split shaft. The reported ¿metallic string¿ was confirmed as an exposed control wire. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a superficial femoral artery and popliteal angioplasty procedure. Reportedly, there was resistance splitting the sheath, sheath carving was noticed. Sheath splitting stopped at 4 cm. The safety release button was used to collapse the locator wings and remove the device. There was a metallic string noted within both the starclose and splitting sheath. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported delay in the procedure or therapy. No additional information was provided.